Manufacturer narrative:
Clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler or cycler set. Additionally, there is no allegation against any fresenius product and the event. However, it is suspected that a breach in aseptic technique, due to lack of patient hand washing, was the potential causal event for peritonitis. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed the patient was diagnosed with peritonitis on (B)(6) 2017. The pd effluent culture was positive for staphylococcus epidermidis and the patient was currently prescribed vancomycin. The pd nurse stated that the event of peritonitis was unrelated to the pd therapy. It was suspected that the cause of the infection was a breach in aseptic technique further specified as the patient did not properly wash their hands prior to performing therapy. The patient was not hospitalized, continues pd treatment and continues to recover from this event.